Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was received and evaluated by baxter. The complaint was confirmed and reproduced. The eval was able to reproduce the reported symptom of "door not fully latched message". It was also confirmed through the history log. The eval found that the door is hard to close and does not latch simultaneously. This is caused by loose link screws. (Upper and lower) the condition was eliminated during eval by adjusting the screws with the door performing as expected. The link screws were replaced during the repair process.

Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no pt injury.